Event description:
As noted in a publication, a novel balloon assisted two-stents telescoping technique for repositioning an emboli zed stent in the pulmonary conduit. (B)(6) year-old male weighing (B)(6) was born with pulmonary atresia, ventricular septal defect (vsd) and major aorto-pulmonary collateral arteries. He underwent initial surgery involving unifocalization of pulmonary arteries, fenestrated vsd closure, and placement of pulmonary conduit at 5 months of age. He underwent replacement of the pulmonary conduit with a 16 mm pulmonary homograft at 9 months of age for a large pseudoaneurysm in the rvot. Subsequently, for right pulmonary artery (rpa) stenosis, a 25 mm genesis xd stent was placed in the proximal rpa at 8 years of age. At 9 years of age, he became symptomatic with worsening fatigue. Echocardiography showed free conduit insufficiency with significantly increased right ventricular systolic pressure (55 mm hg) and moderate conduit stenosis (peak gradient of 44 mm hg). Hemodynamic study revealed elevated rv systolic pressure at 84 mm hg (68% systemic) and a gradient of 31 mm hg across the conduit. Angiography demonstrated stenosis in the distal pulmonary conduit measuring 12.5 mm at the narrowest site. Initially, angioplasty was performed to relieve the conduit stenosis using a 15 mm x 2 cm maxi d balloon angioplasty catheter inflated to a maximum of 6.3 atmospheres. The residual waist at full inflation measured 13.1 mm. In the absence of hemodynamic and angiographic improvement, it was chosen to treat the stenotic conduit with a stent placement. A 0.035¿ rosen wire was positioned in the distal rpa. Using a 12-fr flexor sheath, a palmaz 3110 stent was mounted on a 16 mm x 4 cm z-med ii balloon catheter and positioned across the conduit. The stent was deployed after confirming optimal positioning with serial hand injections.

Manufacturer narrative:
Desc of event contd: the stent was noted to have migrated slightly proximally during the final inflation and subsequently emboli zed into the rv with balloon deflation. It was initially attempted to reposition the emboli zed stent in the inferior vena cava. After a few unsuccessful attempts, the procedure was aborted to avoid potential injury to the tricuspid valve apparatus. The decision was made to attempt and reposition the emboli zed stent across the conduit before proceeding toward surgical extraction. Although the stent was not in the intended site, the primary wire remained in position through the stent in the distal rpa. An attempt to partially inflate the 16 mm x 4 cm z-med balloon followed by 15 mm x 2 cm maxi d balloons within the stent and advance into the conduit were unsuccessful. Further maneuvers including looping the wire in the right atrium and efforts to advance the balloon stent unit across the rvot to the proximal conduit were ineffective. It was felt that the fully expanded stent could not be advanced to the distal conduit and sustain a stable stent position without additional support. A second venous access was obtained. Using a 7-fr sheath, a 7-fr berman wedge catheter was advanced from the femoral vein into the rv. The catheter was successfully advanced through the lumen of the stent, across the conduit and positioned in the distal rpa. Through this catheter, a second 0.03500 rosen wire was positioned in the distal rpa. The catheter was exchanged for a 16 mm x 4 cm tyshak ii balloon catheter. The balloon was inflated in the rv and the balloon was advanced to make contact with the proximal part of the emboli zed stent in the rv. The balloon catheter was advanced over the wire and with careful manipulation the emboli zed stent was pushed out into the proximal conduit. They were unable to further advance the stent into the distal conduit; however, they were able to maintain a relatively stable stent position in the rvot and proximal conduit. To prevent proximal migration of the stent back into the rv the balloon catheter remained inflated in the rv holding the stent in the proximal conduit. They then decided to deploy a second stent in the distal conduit and secure the emboli zed stent. Using a 12-fr flexor sheath through the primary wire, a second palmaz 4010 stent was mounted on an oversized 22 mm x 4 cm bib balloon catheter and advanced into the distal conduit telescoping through the emboli zed stent. The second stent was then carefully inflated to overlap at least 1/3rd of the emboli zed stent proximally and the remaining stent latched onto the conduit distally. The 16 mm x 4 cm tyshak ii balloon catheter remained inflated in the rv through the secondary wire securing the emboli zed stent in the rvot in a stable position until it was safely tacked up against the conduit by the second stent deployment. At the time of stent deployment, transient hypotension was noted that resolved following deflation of the balloon. Final angiography demonstrated two overlapping stents secured in a stable position across the conduit. A follow-up echocardiogram showed absence of pericardial effusion or any worsening of tricuspid valve regurgitation and the stents were felt to be in a stable position across the pulmonary conduit. One year later, he underwent uneventful melody valve implantation in the presented conduit. Literature citation: kobayashi et al. (2014). A novel balloon assisted two-stents telescoping technique for repositioning an emboli zed stent in the pulmonary conduit. Catheterization and cardiovascular interventions, 84, 219-223. The publication has been attached to this med watch report.

Manufacturer narrative:
Complaint conclusion: as noted in a publication, a novel balloon assisted two-stents telescoping technique for repositioning an embolized stent in the pulmonary conduit, a patient with pulmonary atresia, ventricular septal defect (vsd) and major aorto-pulmonary collateral arteries, underwent initial surgery involving unifocalization of pulmonary arteries, fenestrated vsd closure, and placement of pulmonary conduit at 5 months of age. He underwent replacement of the pulmonary conduit with a 16 mm pulmonary homograft at 9 months of age for a large pseudoaneurysm in the rvot. Subsequently, for right pulmonary artery (rpa) stenosis, a 25 mm genesis xd stent was placed in the proximal rpa at 8 years of age. At 9 years of age, he became symptomatic with worsening fatigue. Echocardiography showed free conduit insufficiency with significantly increased right ventricular systolic pressure (55 mm hg) and moderate conduit stenosis (peak gradient of 44 mm hg). Hemodynamic study revealed elevated rv systolic pressure at 84 mm hg (68% systemic) and a gradient of 31 mm hg across the conduit. Angiography demonstrated stenosis in the distal pulmonary conduit measuring 12.5 mm at the narrowest site. Initially, angioplasty was performed to relieve the conduit stenosis using a 15 mm x 2 cm maxi d balloon angioplasty catheter inflated to a maximum of 6.3 atmospheres. The residual waist at full inflation measured 13.1 mm. In the absence of hemodynamic and angiographic improvement, it was chosen to treat the stenotic conduit with a stent placement. A 0.035¿ rosen wire was positioned in the distal rpa. Using a 12-fr flexor sheath, a palmaz 3110 stent was mounted on a 16 mm x 4 cm z-med ii balloon catheter and positioned across the conduit. The stent was deployed after confirming optimal positioning with serial hand injections. The stent was noted to have migrated slightly proximally during the final inflation and subsequently emboli zed into the rv with balloon deflation. It was initially attempted to reposition the emboli zed stent in the inferior vena cava. After a few unsuccessful attempts, the procedure was aborted to avoid potential injury to the tricuspid valve apparatus. The decision was made to attempt and reposition the embolized stent across the conduit before proceeding toward surgical extraction. Although the stent was not in the intended site the primary wire remained in position through the stent in the distal rpa. An attempt to partially inflate the 16 mm x 4 cm z-med balloon followed by 15 mm x 2 cm maxi d balloons within the stent and advance into the conduit were unsuccessful. Further maneuvers including looping the wire in the right atrium and efforts to advance the balloon stent unit across the rvot to the proximal conduit were ineffective. It was felt that the fully expanded stent could not be advanced to the distal conduit and sustain a stable stent position without additional support. A second venous access was obtained. Using a 7-fr sheath, a 7-fr berman wedge catheter was advanced from the femoral vein into the rv. The catheter was successfully advanced through the lumen of the stent, across the conduit and positioned in the distal rpa. Through this catheter, a second 0.03500 rosen wire was positioned in the distal rpa. The catheter was exchanged for a 16 mm x 4 cm tyshak ii balloon catheter. The balloon was inflated in the rv and the balloon was advanced to make contact with the proximal part of the emboli zed stent in the rv. The balloon catheter was advanced over the wire and with careful manipulation the emboli zed stent was pushed out into the proximal conduit. They were unable to further advance the stent into the distal conduit; however they were able to maintain a relatively stable stent position in the rvot and proximal conduit. To prevent proximal migration of the stent back into the rv the balloon catheter remained inflated in the rv holding the stent in the proximal conduit. They then decided to deploy a second stent in the distal conduit and secure the emboli zed stent. Using a 12-fr flexor sheath through the primary wire, a second palmaz 4010 stent was mounted on an oversized 22 mm x 4 cm bib balloon catheter and advanced into the distal conduit telescoping through the emboli zed stent. The second stent was then carefully inflated to overlap at least 1/3rd of the emboli zed stent proximally and the remaining stent latched onto the conduit distally. The 16 mm x 4 cm tyshak ii balloon catheter remained inflated in the rv through the secondary wire securing the embolized stent in the rvot in a stable position until it was safely tacked up against the conduit by the second stent deployment. At the time of stent deployment, transient hypotension was noted that resolved following deflation of the balloon. Final angiography demonstrated two overlapping stents secured in a stable position across the conduit. A follow-up echocardiogram showed absence of pericardial effusion or any worsening of tricuspid valve regurgitation and the stents were felt to be in a stable position across the pulmonary conduit. One year later, he underwent uneventful melody valve implantation in the presented conduit. The device was not returned for analysis nor was a sterile lot number received in order to conduct a DHR. The reported stent migration could not be confirmed as the device remained implanted in the patient and films were not received. The exact cause could not be conclusively determined. Based on the information available for review, the intended intervention was implantation of the palmaz sent into a pulmonary conduit. Per the instructions for use, palmaz balloon expandable stents are intended for use in strictures in the biliary tree or vascular stenoses within the periphery (below the aortic arch). The event description notes that the patient experienced transient hypotension during stent deployment. No treatment was indicated. Hypotension is a known procedural complication of vascular interventional procedures. As the balloon inflates within the vessel, the flow of blood downstream is limited/blocked and may contribute to brief hypotension which is often resolved with deflation of the balloon. This does not represent a device malfunction. Without return of the device for analysis or a sterile lot number to conduct a DHR, there is no indication that there is a manufacturing related cause for this event. Therefore, no corrective action will be taken at this time.